Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The organism was identified as (B)(6). The implantable pulse generator (ipg) system was explanted. The ipg was used outside the patient's body with a temporary right ventricular (rv) lead. One week later, the patient received a new ipg system. No further patient complications have been reported as a result of this event.